Event description:
The patient had surgery for supratentorial meningioma on (B)(6) 2017. It was successful and without incident. The patient's dura was closed using durepair, gelfoam powder, and ds cranial formulation. The patient reported back on (B)(6) 2017 with complications and a decision was made to bring the patient back to surgery (B)(6) 2017. The cranial flap was removed and the graft appeared intact and without issue. The area was cleaned out and the patient was recovering. The physician is claiming that duraseal caused either a chemical or aseptic meningitis in this patient. Additional information has been requested and the following was provided by the integra dural closure specialist. On (B)(6) 2017: the physician stated to the specialist that the patient was having symptoms similar to meningitis. The surgeon elected to take the patient back to surgery and explore at that time. They ran cultures for bacterial which came back negative. When opening the patient's skull back up, the graft he used appeared to be intact and that there was a bunch of ¿goo¿ in the cavity. Upon removing the viscous material and closing the patient back up, the patient was unremarkable and was sent home two days later. The surgeon suspected that the patient had a reaction to duraseal and labeled it chemical meningitis.

Manufacturer narrative:
Investigation completed on 5/10/2017. The product was not returned for evaluation. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for the reported complaint mode. Without the physical product, a definitive root cause could not be identified; will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.